Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis. The shaft was found to be stretched from 60.5 cm to 61.5 cm from the hub, the shaft was also found to be kinked at 54.8 cm and 60.2 cm from the hub. Multiple kinks/dents were found between 6 cm from the tip and 26 cm from the tip . A coating confirmation test was carried out. There was no peeling or missing coating. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter detachment occurred. The patient was undergoing a chemoembolization treatment of a liver tumor. A 150/20 renegade¿ hi-flo¿ was utilized. During the procedure, the physician withdrew the device after a drug injection and noted that the external sheath of the microcatheter was detached in its mid portion. The procedure was completed with a non bsc catheter. No patient complications were reported and the patient's condition is stable.

Event description:
It was reported that a catheter detachment occurred. The patient was undergoing a chemoembolization treatment of a liver tumor. A 150/20 renegade hi-flo was utilized. During the procedure, the physician withdrew the device after a drug injection and noted that the external sheath of the microcatheter was detached in its mid portion. The procedure was completed with a non bsc catheter. No patient complications were reported and the patient's condition is stable.